Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. In the absence of device returned for analysis a conclusive cause for the reported event could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement was performed in the right common femoral artery using two proglide devices via a 7f sheath using the pre-close technique prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the aaa was completed using an 18f sheath and the sutures of the two proglide devices did not close the puncture sufficiently. A third proglide device was used and deployed without issue; however, difficulty was experienced when attempting to remove the proglide device. The physician was not able to park the foot into the device completely. The lever was opened and closed two or three times to park the foot but it did not work properly. Extra force was used to remove the device from the patient anatomy without any vessel damage. The third proglide device was sufficient in achieving hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.